Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. Reportedly, the processor communication related alarm occurred twice in the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016 - device evaluation:the pump has been returned and evaluated by product analysis on 01/21/2016 with the following findings. On investigation, the reported call service alarm issue was verified in the black box but not duplicated in the evaluation. Review of black box and alarm history found record of the reported processor communication issue related alarm. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without encountering the reported call service alarm issues. Pump casing was opened and no evidence of moisture intrusion or intermittent conditions was found. (B)(4)